Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt failed an ECG fall-off test. Connector j500 in the distribution node (dn) pca was contaminated, causing the ECG fall-off failure. The root cause for the contaminated connector was ingress of an unknown contaminant. No adverse event resulted from the open wire.

Event description:
During investigation of a non-reportable problem, an electrode belt failed incoming functional testing.